Event description:
Beckman coulter inc, (bec) warehouse in (B)(4) reported that the cx total bilirubin reagent was leaking due to a crack at the bottom of the cartridge. No injury was reported on this issue.

Manufacturer narrative:
No additional information was supplied regarding this event.